Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. Multiple echo and imagery were returned for review. Tee findings showed that after delivery of the second valve angiography in the main pulmonary artery significant pulmonary regurgitation was seen. Ice demonstrated moderate central pulmonary regurgitation due to definite prolapse/poor coaptation, more lateral than before. This appears to be similar to before, with the previously placed sapien 3 valve. Post dilation of the valve was performed to see if that helped coaptation. Angiography and ice showed no significant improvement in valve coaptation and central pulmonary regurgitation. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed on the work orders related to the manufacturing of the device and components that could potentially contribute to the complaint. The review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿valve ¿ regurgitation ¿ central leak¿, ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿leaflet ¿ inadequate coaptation ¿ in patient¿ for the relevant work orders. A review of complaint history of sapien 3 valves from january 2019 through december 2019 did not reveal any returned complaint for ¿valve ¿ regurgitation ¿ central leak¿, ¿leaflet ¿ inadequate coaptation ¿ in patient¿, or ¿leaflet ¿ motion restricted ¿ in patient¿. The occurrence rates did not exceed the control limits for the month of december 2019. IFU and training documents were reviewed. It should be noted that the sapien 3 thv was deployed within a bioprosthetic valve in the pulmonic position. The sapien 3 valve with commander delivery system is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals were reviewed for tf procedures in the aortic position for relevant guidance. In particular, to maintain proper valve leaflet coaptation, the physician is instructed to not overinflate the deployment balloon. Note: if regurgitation is central rather than paravalvular, do not post-dilate. Valve regurgitation is considered a potential risk associated with the use of the valve, delivery system, and/or accessories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events related to the restricted motion of the leaflet and valve regurgitation were confirmed after review of imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. As referenced in the evaluation of the patient¿s first s3 valve, a visible waist was observed after deployment of the initial sapien 3 valve. The waist indicates the incomplete expansion of the valve, which could contribute to suboptimal coaptation of the leaflets and central regurgitation. The under expansion of valve could have been potentially caused by the restriction of the stent. As noted by the complaint site, moderate central pulmonary regurgitation due to definite prolapse/poor coaptation ¿was similar to before with the previously placed s3, which is very puzzling¿. It is likely that if the stent was preventing full deployment of the first s3, that the second valve would have experienced similar constraints during deployment. Additionally, it should also be noted that, ¿initial deployment +1cc was delivered. A second bav with the delivery system +2cc was delivered¿, per IFU, to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. Additionally, post dilation of the valve was performed despite ¿torrential pulmonary regurgitation with leaflet coaptation issues¿ was observed. Per procedural training manual, ¿if regurgitation is central rather than paravalvular, do not post-dilate¿. As such, likely that patient factors (stent preventing full valve deployment) and/or procedural factors (over inflation/post dilation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Edwards defect (design/manufacturing/labeling issues) were identified, corrective action is not required. No product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10101. UDI: (B)(4). Investigation of this event is ongoing.

Event description:
As reported, this was a tf pulmonic case, treating a failed 23mm sapien 3 implant from 2017 for regurgitation, possibly due to a frozen leaflet. It was attempted to first predilate the failed s3 valve with a 22mm x 2mm balloon but was only mildly successful due to watermelon seeding of the short balloon. A 23mm s3 was prepped and advanced through a 22f gore dryseal sheath. Initial deployment +1cc was delivered. A second bav with the delivery system +2cc was performed. Intracardiac echo imaging showed torrential pulmonary regurgitation with leaflet coaptation issues. A 24mm x 4mm non edwards balloon was used to post-dilate. This resolved some of the regurgitation but there was still a significant amount present. Fluoroscopy imaging confirmed circular valve appearance and a diameter of over 22mm. The implanter was unsure as to the cause of the severe regurgitation. A 22mm non-edwards valve was prepared and implanted inside the 23mm s3 vinv. Regurgitation decreased to mild as reflected by hemodynamics and echo.

Manufacturer narrative:
Additional information added information to b.5 and b.7. Investigation is ongoing.

Event description:
Additional information was received. Angiography post implant of the 23mm sapien 3 valve within the pre-existing 23mm sapien 3 valve showed significant pulmonary regurgitation. Ice demonstrated moderate central pulmonary regurgitation due to definite prolapse/poor coaptation which was similar to what was observed before the valve in valve procedure. Post dilation of the valve was performed to see if it would help the coaptation; however, angiography and ice showed no significant improvement in valve coaptation and central pulmonary regurgitation. Given that patient was symptomatic with this degree of regurgitation coming in to the procedure, the decision was made to proceed with placement of a non-edwards thv within the sapien 3 valves. The non-edwards valve was placed within the new sapien 3 and post dilated. Angiography revealed improved hemodynamics and less pulmonary regurgitation than previously seen. Ice showed normal coaptation of the valve leaflets and trace-mild pulmonary regurgitation. The patient tolerated the procedure well and was transferred to ICU. On pod 1 after the valve in valve procedure mild stenosis and flow acceleration were detected across the valve with a peak velocity of 2.7-2.9 m/s and a mean gradient of 14 mmhg. The patient was discharged.